Manufacturer narrative:
(B)(4). The device manufacture date is not known at this time. However, should it become available it will be provided in future reports. Additional information will be provided once the investigation has been completed.

Event description:
It was reported while plugged into the crossfire 2 it was firing on its' own intermittently.

Manufacturer narrative:
(B)(4). The device serial number was not provided therefore manufacture date is not known. Alleged failure: firing on its own. Probable root cause: probe short, button stuck on firing position, fluid ingress, suction tube cut, button inadvertently pressed, damaged insulation, probe bender used to bend non bendable probe, user accidentally submerges device, inadequate gluing operations (tip and core/lumen) or inadequate gluing/welding of core to handle. The product was not returned for investigation therefore the reported failure mode was not confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported while plugged into the crossfire 2 it was firing on its' own intermittently.